Manufacturer narrative:
MDR flowchart created - not reportable. Complaint closed; as of this date, there are 7 documented complaints, the complaint rate is (B)(4). On (B)(4) 2014: opened CAPA (B)(4) to review 2012 complaints. Updated with the following details: the unit had made patient contact and was not received for evaluation. It is not possible to determine an assignable cause for this issue. There is insufficient information for a complete investigation. Completed and attached a current MDR decision flowchart. The DHR for lot 14512-07 was reviewed. The unit met manufacturing specifications when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were a total of 13 units that stopped working. Failure possibly due to a broken electrode. Refer to CAPA (B)(4). A review of the console history was not performed because the console serial number was not reported with the complaint

Event description:
Tip cover would not come off. When finally taken off handpiece would not work at all.